Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller. During evaluation, it was confirmed that device received error 80. Chiller unit was replaced. Pressure transducer reads -2.3 psi with 0% cpc. Pressure transducer was replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had failed a calibration error 80 (water check time out - unable to reach calibration temperature) expected value was 6, actual value was 25.9. Per wo notes, the drain water from the left port approximately 340 ml came out of the drain port. They discussed this could be a failed mixing pump. It also could be a failed chiller and discussed a quote for a depot repair and a loaner. As per ucc notification received via task on 21nov2025, it was reported that the arctic sun device had failed a calibration error 80 (water check time out - unable to reach calibration temperature) expected value was 6, actual value was 25.9. Per wo notes, the drain water from the left port approximately 340 ml came out of the drain port. They discussed this could be a failed mixing pump. It also could be a failed chiller and discussed a quote for a depot repair and a loaner.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had failed a calibration error 80 (water check time out: unable to reach calibration temperature) expected value was 6, actual value was 25.9. Per wo notes, the drain water from the left port approximately 340 ml came out of the drain port. They discussed this could be a failed mixing pump. It also could be a failed chiller and discussed a quote for a depot repair and a loaner. As per ucc notification received via task on 21nov2025, it was reported that the arctic sun device had failed a calibration error 80 (water check time out: unable to reach calibration temperature) expected value was 6, actual value was 25.9. Per wo notes, the drain water from the left port approximately 340 ml came out of the drain port. They discussed this could be a failed mixing pump. It also could be a failed chiller and discussed a quote for a depot repair and a loaner.